Event description:
A customer in (B)(6) notified biomérieux of a false susceptible result associated with the vitek® 2 ast-gn84 test kit involving amoxicillin/clavulanic acid and e. Coli isolated from blood culture. The positive blood culture was cultured onto (B)(6) on (B)(6) 2016 and incubated in 5% co2 at 37°c. Direct sensitivities were performed from the culture bottle onto mueller-hinton and incubated at 35°c aerobically. The vitek® 2 ast-gn84 card was set up from a culture on (B)(6) 2016 that was approximately 20-21 hours old and the report was issue on (B)(6) 2016. The amoxicillin/clavulanic acid mic per the vitek® 2 ast-gn84 card was 4 (sensitive). However, the disc diffusion amoxicillin/clavulanic acid result from direct sensitivities was resistant. The customer performed a gradient test (strip diffusion/ etest®) with amoxicillin/clavulanic acid which gave a resistant result. In addition, the customer indicated the consultant microbiologist questioned the result as the tazobactam mic was >=128. Therefore, the isolate was retrieved from storage and sub-cultured twice onto tsa/sheep blood agar, cultured onto a nutrient agar slope and sent to a reference lab. The reference lab results were augmentin mic >64, resistant. The customer indicated the patient had initially been started on tazocin. Following the initial sensitivity results, the consultant microbiologist advised the clinician to change the treatment to ciproxin, which was done. The microbiologist was concerned that the sensitivity pattern of amoxicillin/clavulanic acid (sensitive) and tazocin (resistant) was unusual. The area of concern was that on the basis of the vitek® 2 ast-gn84 card results, a report had been issued stating that amoxicillin/clavulanic acid was sensitive; therefore, a potential risk that a clinician would read this report and use this antibiotic treatment (when the reference lab subsequently tested amoxicillin/clavulanic acid as resistant). Subsequently, the result was amended in the lims and another report was issued. The customer reported the patient's treatment was not adversely affected by this issue. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A biomérieux investigation was conducted 1950204-2016-00182 due to a low amoxicillin / clavulanic acid (amc false s) mics observed on vitek® 2 ast-gn84 test kit, compared to etest® and a reference laboratory result with a strain of escherichia coli. An agar dilution(ad) with amc with a 2:1 dilution was performed to determine the intended result (method used for amc01n development: on vitek® 2 ast-gn84). The result obtained was amc mic = 8/4mg/l susceptible. In parallel, testing with the vitek® 2 ast-gn84 cards (customer lot 674387340 and random lot 674382810) gave results of amc mic of 8/4mg/l susceptible, for both cards which is in agreement with ad reference mic. A therapeutic correction is made on ast-gn84 (amc I* in favor of shv 1 hyperproduction mechanism) . The amc01n formulation found on the ast-gn84 cards was developed according to clsi guidelines, with a 2:1 ratio of amoxicillin to clavulanic acid. Unlike clsi, eucast guidelines use an amc formulary where the clavulanic acid concentration is fixed at 2 mg/l, so a comparison of these card results to eucast breakpoints is not valid. If the customer wants to use the eucast breakpoints, it is recommended that they use cards containing a different formulary. The molecule amc01n was developed according to clsi recommendations (deg with an increase of concentration of clavulanic acid ). The vitek® 2 results conformed with this reference method. The investigation duplicated the customer results (mic amc of 8) and vitek® 2 ast-gn84 cards performed as intended when compared with the reference method used for the development . No further action is necessary.